Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer reported that the pump battery took too long to charge. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.